Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). During the procedure, a pre-dilation was performed, followed by the insertion of the system over a non-abbott guidewire. While advancing the system, the ds got stuck in the outer curvature of the ascending aorta above the aortic valve and was not able to cross the native valve. The physician tried to snare the guidewire or the nosecone of the ds to centerize it but was unsuccessful. It was decided to remove the entire system and no implant was performed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure.

Manufacturer narrative:
An event of difficult advancement through patient anatomy was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The device was returned for analysis. No anomalies were found on the returned delivery system. Based on all available information, the reported difficult advancement through patient anatomy appears to be related to a combination of procedural conditions (stiff guidewire used) and patient anatomy (annulus calcification). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). During the procedure, a pre-dilation was performed, followed by the insertion of the system over a non-abbott guidewire. While advancing the system, the ds got stuck in the outer curvature of the ascending aorta above the aortic valve and was not able to cross the native valve. The physician tried to snare the guidewire or the nosecone of the ds to centerize it but was unsuccessful. It was decided to remove the entire system and no implant was performed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure.